Event description:
It was reported that "upon insertion of the trocar, one of the white plastic pieces on the tip of the trocar bent back and broke off." The piece was retrieved. No injury reported to the patient.

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.